Event description:
It was reported that the patient had received radiation therapy. It was also reported that the device read "data is invalid" during interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk file (B)(4) shows parity error count equal to addr=21bb, data=40 on (B)(4)-2011 08:53:25.